Event description:
On (B)(6) 2008, the pt was implanted with an scs system. The pt lost stimulation approx 3 days ago. The programmer shows ipg battery low/stimulation off. The magnet will not turn on the ipg. The pt said that they were told by the physician that the ipg would last 7 years. The rep said that the pt mentioned that not long before they had lost stimulation they had some type of diagnostic cardiac test using an injected dye and x-rays but could not give the name of the test. The rep met with the pt for longevity calculation. The pt did not notice a low ipg warning. Calculation revealed low impedance readings due to normal battery depletion. A revision pending.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.